Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the surgeon approached the reload to the sigmoid colon ag the maximal right. After setting the handle fires speed to slow mode, the surgeon fired the device, but firing stopped immediately and that confirmed that excessive force warning displayed on the screen which indicated exceeding predetermined safety limits. The surgeon stopped firing. They compressed the tissue for two minutes and they fired again. Since the jaws did not open, a new reload was used. The surgeon compressed the tissue for a minute without jaws articulation this time. After changing the manual handle to slow mode, the surgeon fired the stapler. It was able to be used until procedure was completed. The specimen resected was checked, but did not find foreign material. The procedure was completed with another device. There was no patient injury.